Event description:
It was reported that the patient stimulation was supposed to be in the back, but after implant stimulation was felt in the leg and the patient experienced a shock. The patient had not used the stimulator since 2008. He stated that he had a 'broken apparatus in his knee', and had since had surgery and wanted to start using the stimulator again. The patient had an appointment scheduled for (B)(6). It was noted that the patient had fallen several times and wanted to know if the system had been affected. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3998, lot# v068860, implanted: (B)(6) 2007, explanted: na; extension model 3708340, serial# (B)(4), implanted: (B)(6) 2007, explanted: na; extension model 3708340, serial# (B)(4), implanted: (B)(6) 2007, explanted: na; programmer model 37742, serial# (B)(4); recharger model 37752, serial#(B)(4).